Event description:
It was reported that the right atrial (ra) lead had high thresholds. The sensing was acceptable and the atrial pacing usage was low, therefore the physician elected to continue using the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224drg implantable cardioverter defibrillator (ICD) (B)(6) 2010, 6943 implantable tachy lead (B)(6) 2001. (B)(4).